Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: unknown. Symptoms/ae: right femoral groin hematoma/oozing and pain. Time of symptoms/ae: post vessel closure. It was reported that a physician achieved arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after clip deployment, a moderate size hematoma and oozing were noted and a femostop was applied. The patient also reportedly experienced "right groin pain". The condition reportedly resolved within 24 hours. There were no reported adverse patient effects. Though requested, no additional information was available.